Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device history record review was completed for provided material number 305895 and lot number 1611005. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, twenty retained samples from material number 305895 were obtained and assembled with a plastipak luer-lock syringe (material number 305959). Upon assembly, no signs of leakage were observed in any of the samples. The smartslip technology ¿ has been introduced to ensure a secure connection is made with luer slip syringes. It has been designed to reduce to the risk of needle disengagement from luer slip syringes. The instructions for use indicate that the user push firmly when attaching the needle to the syringe and that the user ensures the clip has been activated. Eclipse needles are designed for use with both devices; luer-lock and luer-slip connections. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that leakage occurred while using bd eclipse¿ needle. No patient impact reported. The following information was provided by the initial reporter, translated from dutch to english: experienced a leakage.